Event description:
The hcp reported the patient experienced a sudden loss of pain relief and an abnormal pumpogram. The manufacturer representative reported the patient experienced a return of pain symptoms. During a pumpogram 13 ml of drug was withdrawn from the septum; the expected amount of drug was 2.0 ml. The distal catheter was occluded and replaced. The patient was doing well after replacement. The patient was receiving morphine 15mg/ml at 2.0 mg/day.

Manufacturer narrative:
The catheter was received in five pieces. A compressed area was noted 11.5 cm from the distal tip.